Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that the transactions were still properly recorded even when the device experienced frequent offline events, as it maintained a local database that synchronized with myqlink once connectivity was restored. A review of admintran showed no cubie access events for bin 01 12 outside the documented cycle counts, and the date range in question fell outside the immediate scope of admintran. Further review of the cubexauditlogfile also revealed no access to bin 01 12 beyond the cycle count entries already recorded in myqlink. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cabinet frequently went offline. The customer confirmed that regarding the morphine solutions stored in bin 01/12, the only recorded transactions for this cubie were performed by the pharmacy consultant. During the most recent inspection, the consultant found the morphine solution open and leaking inside the cubie. However, there were no delays, adverse events or injuries reported based on this event.